Manufacturer narrative:
H11: per good faith effort (gfe) response received 20-oct-2023, there was no failure with the battery. It was replaced due to age. Based on this information, this is not a reportable event.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device had a battery issue and was requesting a parts order for a battery. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.